Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified device to be underweight and a broken shell. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as a surgical impact broken and a missing piece of the shell and in the same edge observed a smooth opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact, non-penetrating nicks, a smooth opening in the posterior side, a sharp broken on the device due to an unidentified (tear) opening, and a missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.